Event description:
A falsely elevated troponin I result of 22.7 ng/ml was obtained on a pt sample. The result was reported and questioned by the physician. The sample was retested on the same instrument and a result of 0.00 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequence as a result of the falsely elevated troponin I result. The cause for the falsely elevated troponin I is unk.